Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 to terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement or loss of capture.

Event description:
Boston scientific received information that this right ventricular (rv) lead pulled back into atrium. It was discovered during a routine follow up. The rv lead exhibited loss of capture. Apparently the patient twiddled the rv lead by can. The helix of the rv lead was able to retract to reposition, but it was unable to extend it after repositioning. The rv lead was explanted. No additional adverse patient effects were reported. (B)(6).